Event description:
Covidien received information from a customer stating that, during patient use, an 840 ventilator displayed a "touch screen blocked" error message. There was no patient harm reported as a result of the incident.

Manufacturer narrative:
A covidien technical service engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended that the customer replace the touch screen printed circuit board (pcb). The action recommended by technical support engineer (tse) corresponds with accepted service practices for the device. The customer was instructed by the tse to call back if the recommended part or test did not correct the failure. Covidien has requested the customer to return the part. Covidien was not authorized to service the device. (B)(4).